Event description:
Implant malfunctioned due to engagement issues. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report. (B)(6) 2020 09:40:31 cet e. (B)(6), (esevbe) phone:(B)(6). User: esevbe received date of the return product: 11/12/2020.

Event description:
Implant failed due to an osseointegration problem.